Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks. It was noted that the lead had fractured. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.